Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure based on the clinical feedback provided by the physician. An ion product was not returned to intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax. The procedure was completed with no intra-procedural complications or delays. The physician was notified after the procedure that the patient experienced pain and a pneumothorax was identified in the non-treated lung. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: per the physician, the target was a 21mm cavity lesion located on the left side in the left lower lobe, about 5cm from the pleura. The ion system did not cause the pneumothorax which was found on the right lung. The physician states that the incident was unrelated and that the pneumothorax on the right side was likely caused by mechanical ventilation. The physician indicated that he has 3-d images that confirm that the procedure was performed on the left side. The diagnosis obtained was squamous cell carcinoma. An intra-procedure CT scan was obtained. There was no issue with the ion and it worked perfectly. The patient reported right sided chest pain. The pneumothorax measured half of the right hemithorax, and was immediately aspirated after the first chest x-ray. An 8 french pneumocatheter was placed on the right side. No other medical treatments were administered. The patient was admitted to the hospital for overnight observation and was in hospital for less than a 24 hour stay and discharged home.